Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number, serial number, lot number, and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis. A review of a submitted event log file contained data spanning approximately 11 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 20:00:42, while connected to the mpu, power cable disconnect and low power hazard alarms activated due to a loss of alternating current (ac) power. The alarms resolved at 20:00:46 due to external power being restored. The loss of power did not persist long enough for no external power alarms to activate; however, the backup battery was able to provide support to the system during the event. Pump operation was not affected. A review of a submitted event log file contained data spanning approximately 10 days ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp). On (B)(6) 2024 at 9:33:36, (B)(6) 2024 at 10:01:16, and (B)(6) 2024 at 2:49:35 and 2:49:40, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to losses of ac power. The alarms transitioned into no external power alarms on (B)(6) 2024 at 9:33:40, (B)(6) 2024 at 10:01:21, and (B)(6) 2024 at 2:49:45. The loss of power on (B)(6) 2024 at 2:49:35 did not persist long enough for no external power alarms to activate. The losses of power resolved after external power was restored to system each time. Pump operation was not affected. The heartmate mobile power unit (serial number (B)(6) was not returned for analysis. Per the provided information, the v-lock connector was in use however, the patient¿s daughter unplugged the mpu from the wall momentarily. It was stated that the house had been having electrical issues. Multiple attempts were made to obtain additional information from the customer regarding the no external power alarms between (B)(6) 2024; however, no additional information was provided. The root cause for the loss of power on (B)(6) 2024 was determined to be due to user error by disconnecting the ac power cord from the wall outlet. The root cause for the no external power alarms between (B)(6) 2024 was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were sent for review. A review of the log files revealed a no external power event on (B)(6) 2024. This was caused by an interruption in power to the mobile power unit (mpu). The patient's daughter quickly unplugged the mpu from the wall causing the no external power event. The patient's house had been having electrical issues. The mpu was unplugged momentarily. Additional log file review revealed no external power, power cable disconnect, and low power hazard alarms occurred on (B)(6) 2024 while tethered on the mpu. These events appeared to be caused by power to the mpu being interrupted.